Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that there was leakage from the junction between the luer connector of the y-set and the transfer set (transfer set addressed in a separate report) when connecting. There was patient involvement, but there was no patient injury, adverse event, or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded by the facility. An evaluation could not be performed. If additional relevant information is obtained, then a follow-up MDR will be submitted.